Event description:
Pt reported that they and their physician feel their device is not properly delivering insulin because pt has had high blood glucose levels for months. Pt sometimes self-treats by delivering an insulin bolus (these attempts have been unsuccessful).